Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Event description:
It was reported that the customer jumped into water while wearing the pump, then got out immediately when it was realized that they were wearing the pump. An hour later, while changing the cartridge, a malfunction alarm occurred and the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level.